Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2018. Customer¿s blood glucose was 31 mg/dl in the hospital. Customer¿s current blood glucose level was 51 mg/dl. Customer was treated that with glucose shot and tube of glucose. Insulin pump had insulin flow block alarm. The insulin pump will not be returned for analysis. Frn mmt-332a; inf set mmt-394.